Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the battery run test which failed. The internal battery harness, fuse holder, power cord and power supply voltage evaluated. At this time, the reported event was duplicated, which was isolated to the internal battery pack. On further investigation, the battery pack had not been maintained according to the preventative maintenance replacement cycle outlined in the avea operators manual of the device. An internal battery replacement was performed followed by the device internal battery charged up to specifications. The fse noted that the customer confirmed the off label use, as per manufacturer's instructions for use, an external battery is required when using the ventilator for transport purposes . No hardware return is expected by carefusion related to this event.

Event description:
The customer reported this avea ventilator shut down during a transport of a patient. The customer reported that the device was operating on internal batteries. No reported patient harm is associated with this event.